Event description:
It was reported that the lead was explanted due to a non-specific malfunction.

Manufacturer narrative:
Serial number for this lead was previously reported as (B)(4). This report notes the correct serial number.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4) was received.

Event description:
It was reported that the lead was capped due to an insulation anomaly.